Event description:
It was reported that the health care professional (hcp) contacted technical services with questions regarding data from this subcutaneous implantable cardioverter defibrillator (s-ICD). While analyzing device data, it was noted that the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
On 09/19/2024 update: to date, this explanted device has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued. With the available information, boston scientific cannot confirm the root cause of the reported premature battery depletion associated with this s-ICD. Boston scientific technical services reviewed device diagnostic data available within the latitude remote patient monitoring system, which revealed the battery was depleting faster than expected, and device replacement was recommended. To date, boston scientific has not received confirmation of whether or not this device has been explanted and replaced, and the device has not been returned to boston scientific for laboratory analysis. However, device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services confirmed critical therapy remained available.

Event description:
It was reported that the health care professional (hcp) contacted technical services with questions regarding this subcutaneous implantable cardioverter defibrillator (s-ICD). While analyzing device data, it was noted that the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific cannot confirm the root cause of the reported premature battery depletion associated with this s-ICD. Boston scientific technical services reviewed device diagnostic data available within the latitude remote patient monitoring system, which revealed the battery was depleting faster than expected, and device replacement was recommended. To date, boston scientific has not received confirmation of whether or not this device has been explanted and replaced, and the device has not been returned to boston scientific for laboratory analysis. However, device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services confirmed critical therapy remained available.

Event description:
It was reported that the health care professional (hcp) contacted technical services with questions regarding data from this subcutaneous implantable cardioverter defibrillator (s-ICD). While analyzing device data, it was noted that the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that the health care professional (hcp) contacted technical services with questions regarding data from this subcutaneous implantable cardioverter defibrillator (s-ICD). While analyzing device data, it was noted that the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additionally, review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.